Manufacturer narrative:
(B)(4). Attempts to obtain additional information are being made. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited steadily increasing right ventricular pace impedance measurements which eventually measured greater than 2,000 ohms. There was also increased pacing threshold measurements. No adverse patient effects were reported. Boston scientific technical services (ts) discussed possible reasons for the clinical observations. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was receieved that this patient has a left ventricular assist device and is on the transplant list. No further evaluation has been planned at this time.